Manufacturer narrative:
Ge healthcare has investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Legal manufacturer: hcs research park - 9900 innovation drive USA wauwatosa, wi 53226.

Event description:
It was reported that a door on the unit was broken. No patient involvement reported.

Manufacturer narrative:
It was reported that the porthole door was damaged / broken. Damage to the, porthole door would be obvious to the user before device placed into service during pre-use checkout. Damage to this component is not a reportable malfunction.